Event description:
On (B)(6) 2010, this patient was implanted with two gore® tag® thoracic endoprostheses (tgt3115/8261306, tgt3415/8172892) to treat a mycotic aneurysm in the descending thoracic aorta with a maximum diameter of 55 mm. During the procedure, the patient suffered a stroke. The physician believes the stroke was caused by the lack of cerebral perfusion due to the coverage of the left subclavian artery without a bypass. The stroke was treated with medication. On (B)(6) 2010, the mycotic aneurysm diameter measured 63 mm. No endoleak was observed. On (B)(6) 2010, the patient expired due to the stroke.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.